Manufacturer narrative:
Physio-control further examined the customer's device and determined that the cause of the reported issue was an electrically open inductor, designator l1, on the analog pcb assembly. Physio observed that pins 2-3 of inductor l1 had high resistance (1.9kohms) where as the other legs measured correct values. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control technical that the customer's device had a service wrench icon in its readiness display and would not power on. There was no patient use associated with the reported event.